Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a chronic total occlusion of the left circumflex (lcx) artery. The pilot guide wire was advanced however failed to cross and the guide wire fractured. A snare device was used in the attempt to retrieve the separated portion however was unsuccessful. There were no changes in coronary flow and no clinical changes. The procedure was completed using balloon dilatation. No additional information was provided.

Event description:
It was reported the procedure was to treat a chronic total occlusion of the left circumflex (lcx) artery. The pilot guide wire was advanced however failed to cross and the guide wire fractured. A snare device was used in the attempt to retrieve the separated portion however was unsuccessful. There were no changes in coronary flow and no clinical changes. The procedure was completed using balloon dilatation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the totally occluded 100% stenosed anatomy resulting in the reported failure to advance. Interaction/manipulation of the device ultimately resulted in the reported material separation. Reportedly, a snare device was used in the attempt to retrieve the separated portion however was unsuccessful. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.